Event description:
Per the clinic, the patient experienced a reduction of electrode function. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, april 10, 2015.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
This report is filed september 18, 2015.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted (date not reported). This report is filed july 7, 2015. Device not yet received by manufacturer.